Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The reported lot number was manufactured on 14-jul-2020. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed. There were no related process or material changes related to the reported condition for this product. The process monitoring data was reviewed for the assembly equipment and there were no issues related to the reported condition. A review of the machine setup was conducted and there were no issues. A review of the manufacturing equipment was performed as part of this investigation. The review found no issues with the equipment or process related to the reported condition. There were eight unopened samples received for the evaluation. The safety shield on all samples functioned as intended. A specific root cause could not be determined, as the reported condition could not be confirmed. There were no manufacturing related issues found in a review of manufacturing records. There was no indication of a systemic issue with the process or production. At this time, a corrective and preventive action is not deemed necessary. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that after providing an injection to the patient, and when engaging the safety glide, it malfunctioned. As the safety glide moved up the needle, the needle instead went through a hole in the upper area of the glide. Additional information provided on (B)(6) 2021 stated that the safety shield was activated using a flat surface and it did move freely. The needle was not visibly bent before activating the shield nor did it bend when activating the shield. When the shield was slid up, the needle went into the hole right below the top of the safety and the staff member was stuck by the needle. The staff member was sent to occupational health for testing. The results of her blood test are pending and follow up testing is scheduled.